Event description:
It was reported that the system showed up an incorrect measurement. An avvigo multi-modality guidance system was selected for use, the image scale showed a diameter smaller than 1mm.

Manufacturer narrative:
D2b, pro code (product code), dsk.